Event description:
During use of the device for cardiopulmonary bypass, the electronic gas delivery module unexpectedly indicated that re-calibration was required. An alternate device was employed. The procedure concluded without incident. Manual adjustments of gas flow rate and fio2 remained available. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.